Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient and from a healthcare professional via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient could only feel stimulation on the left side. The patient stated that her right side was the more painful side. It was noted that the patient felt stimulation in her trial on the right side. The patient denied any falls or traumatic events. Impedance values were within normal limits. The physician was ordering x-rays and the patient was to return two weeks from (B)(6) 2017. Reprogramming was attempted with no effect on the left side. The physician stated that he was considering a lead revision based on x-ray results. Surgical intervention was planned but had not occurred and it was unknown if it was scheduled. The event occurred during normal use on (B)(6) 2017. Additional information was received from the patient via the rep. The patient had pain in the low back and right leg, but she only had stimulation in the left leg. This was not providing her with any pain relief. The patient also complained of the implantable pulse generator (ipg) placement causing her pain in her right rib area where it was placed. The patient had pain with twisting movements at her ipg site. The rep tested all electrodes and all covered the left side only. The patient was asked if she would like a revision to recruit the right side or an explant, and the patient stated that she would rather have it explanted. The issue was not resolved as of (B)(6) 2017. Surgical intervention was planned, but had not occurred or been scheduled. The patient was alive with no injury. It was unknown when the event began, conflicting with the previous report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the ins placement issue; which caused the patient pain is unknown. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explant has not occurred or been scheduled yet. The rep stated that the cause of the lack of stimulation on the right side was because the hcp thought leads had migrated to the left. No patient symptoms or complications were reported in this event.